Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that an hf unit "esg-400" had an error code e433 displayed. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the generator board as described below. Since strong voltage peaks may occur at the output transformer of the generator board, which can destroy the transformer, there is a chain of protective diodes (tvs diodes) on the relay board in front of the relay contacts, which are intended to suppress these voltage peaks. They can be configured for three different voltage ranges. When the device is started, this diode chain is tested for function by current flow if the voltage is exceeded or fallen below, which indicates a high impedance (open) or short circuit (short). The error message e433 can therefore only occur when the device is started. From a technical point of view, the error message e433 cannot occur during operation. However, the possible cause of the error message arises during operation. The error message e433 occurs if, when starting the device, the effective value of the output signal set for testing falls below the intended limit of 130v, which normally indicates a low-resistance diode chain. For security reasons, the esg-400 will then be restarted. If the cause of the error remains, unlimited permanent restarts can result. The device is then no longer ready for use. Olympus will continue to monitor field performance for this device.